Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3: the aware date reported in the initial MDR was incorrect, the correct date is sep 06, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states detection methods. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Based on the results of the investigation, olympus confirmed foreign material was found inside of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited a white foreign material in the air/water channel. There were no reports of patient involvement.